Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens flipped backwards upon insertion. Patient contact but no patient injury. Lens explanted and replaced. Problem resolved. Cause of the event was reported as device - lens was loaded correctly into loader, flipped backwards as lens was unfolding into place.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4)